Event description:
Black oil was leaking from the device during a tplo surgical procedure. The oil did not leak into the incision, it was reported there was no patient harm. There was a slight delay due to the symptoms.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product was sent to synthes (B)(4) on an unknown date. Synthes (B)(4) reliability engineering evaluated the device, and the reported problem was confirmed; the unit was observed to have fluid inside it. The fluid appeared to be residual that was consistent with immersion in water, which is indicative of improper cleaning of the device. Proper cleaning and maintenance are required in order to ensure trouble-free operation.

Manufacturer narrative:
Device used for treatment. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.